Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced intermittent defibrillator test failures. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the device experienced intermittent defibrillator test failures. Although device was reported as being available for clinical use at the time of the event, the reported issue occurred during testing in which there is no patient involvement.